Event description:
The stent would not deploy. A contralateral approach to the distal sfa (sheathless) was attempted, initially the system would not go over the horn so the device was removed and a second attempt was made3 with the same device. Once the device was in the planned locationns, the stent could not be deployed.